Manufacturer narrative:
E1: patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 19-may-2024, it was reported by the patient that infusion set pulls out after 2 days of use, tape not sticking. Infusion set fell off at the time of swimming. No further information was available.